Manufacturer narrative:
A.1.-a.5. There was no known patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). H10: livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in india. Field service technician dispatched to the facility confirmed the issue and solved replacing the cpu board. All functional tests positively passed and the unit was put back into service. Complaints database analysis revealed no similar event since unit installation in 2021. Therefore, a systematic failure on cpu board of the hc3t can be ruled out. The most likely root cause was due to defective electronic components. The wearing of electro-mechanical device can be originated by the specific use condition at customer site and may have contributed to the event, however there is no concerning trend for this kind of failure. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
Livanova deutschland has received a report that the cardioplegia temperatures do not go below or above 23 °c degree during priming. Patient circuit temperature drops when the cardioplegia section is on. There was no patient involvement. A field service engeneer investigated the device and found the issue was also affecting the patient circuit.